Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient¿s recharger screen showed a message indicating a failure to communicate with the implantable neurostimulator (ins). The device was suspected to be in overdischarge. It was unknown what number overdischarge this was. The patient noted that their device ¿hurt and burned¿ so they took a break from using it and had not used it in over 2 months prior to the report. The patient had pain at the pocket site. The patient status was listed as ¿alive ¿ no injury¿. The patient had been unable to set up an appointment regarding the overdischarge due to a colon infection. It was unknown if the colon infection was related to the device or therapy. They were unable to stand for over 5 minutes and walking was not good either. The patient could not lift over 5 pounds and they were always in pain due to nerve damage. The nerve damage was present prior to the patient having the device implanted. The patient also had the issues with walking, standing, and lifting things prior to the device being implanted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer representative (rep) was set to meet with the patient on (B)(6) 2015 to troubleshoot and perform a physician mode recharger (pmr) if needed. Additional information received reported that a pmr was performed 1 time and a power on reset (por) was seen. It was cleared and normal recharging was performed. After a period, the device was accessed by the clinician programmer and a 0x8 was noted. A small tweak in programming was done and full coverage of painful areas was obtained. The patient felt better immediately with the stimulator on. The patient was encouraged to go home and finish recharging and then to exercise the implant 5 times for optimal performance. The patient was educated on 1st strike overdischarge and the patient verbalized understanding. No further follow-up was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2013, it was reported the patient had discomfort with their stimulator. It was noted it hurt all the time and provided no relief. It was reported the patient did not used their device for fear of it hurting worse. It was noted manufacturer representative was going to set-up time to troubleshoot and reprogram device. The following day, it was reported the patient¿s device was sticking out after losing weight. It was noted the patient had an appointment scheduled for (B)(6) 2013. After the appointment, it was reported the patient got two new programs to choose from. It was noted the impedances were all within normal limits. It was reported the weight loss was due to chronic illness and diabetes complications. It was noted the pocket was evaluated and the device was close to the surface. The patient¿s weight loss may have been the cause of the issue. It was noted there were no interventions scheduled at the time of the report. It was reported the patient was reprogrammed with full coverage of painful areas with several groups. Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) via a manufacturing representative. It was reported the patient's pocket site remained uncomfortable all this time, and she now had insurance to cover the removal. The device was explanted, and the lead was left in place and intact. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturing representative. It was reported the patient's pocket site remained uncomfortable all this time, and she now had insurance to cover the removal. The device was explanted, and the lead was left in place and intact. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a manufacturer representative noting that in the first week of march the patient was recovering fine. The product was refused to be returned by the facility. No further complications were reported.